Event description:
It was reported that, patient has been having pain for about 16 months. He saw his doctor (B)(6) 2012. Patient stated he will be having a revision. He will see his surgeon on (B)(6) to prepare for the revision.

Manufacturer narrative:
The other device listed in this report is an unknown abg ii modular neck. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in a supplemental report.